Event description:
On (B)(6) 2014, the reporter contacted animas alleging the battery cap was unable to be removed. No additional information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 5/30/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/11/2017 with the following findings:.battery compartment had stripped threads. Cracks in battery compartment from threads to left of grip pad, and below grip pad to case seal. Battery cap has damaged threads, difficult to remove from test pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.